Manufacturer narrative:
This report is filed, june 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced discomfort at the magnet site. Subsequently on (B)(6) 2016, the patient underwent revision surgery to have the internal magnet removed and an abutment placed. The implanted device remains.